Manufacturer narrative:
E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6). Trough communication and interviews it was determined that the speaker was defective. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the monitor displays a loudspeaker error message and that it no longer gives a sound by itself. It is unknown if the device was in use at time of event, and there was no adverse event reported.